Event description:
General report received of an unspecified number of undocumented incidents of disconnections. The extension sets were being used to deliver unspecified medications during unspecified surgical procedures. The male adapters of the extension sets were connected to the pts' IV catheter hubs. After unspecified lengths of time in use, the anesthesiologist noted that the pts' IV sites were leaking unspecified volumes of blood and that the male adapters of the extension sets were disconnected from the IV hubs. The male adapters of the extension sets were reconnected to the pts' IV catheter hubs and the connections were secured with tape and the deliveries were resumed. There were no reported adverse pt effects and reported delays in therapies critical to these pts. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).